Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error. They were unsure if it was during a bolus or manual prime. Blood glucose value was 417 mg/dl. The customer did not have a backup plan and had not treated. The device was not exposed to a magnetic field. The drive support cap is recessed and the insulin pump passed the displacement test. It was advised to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin did exit. It was then instructed to rewind, reinsert the reservoir and run fixed prime; the insulin pump alarmed motor error. It was advised to discontinue the use of the device and contact the doctor for a backup plan. The insulin pump would be replaced and returned for analysis.